Event description:
It was reported that the patient was revised due to a broken bushing. Patient is very active.

Event description:
It was reported that the patient was revised due to a broken bushing. Patient is very active.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding fracture involving a krh bushing was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: in-vivo service related damages to the surfaces of the bushings included burnishing and delamination. Medical records received and evaluation: not performed as no medical records were received. Device history review revealed that there have been no reported discrepancies for the referenced lot. Complaint history review revealed that there have been no other reported events for the referenced lot. Conclusions: the investigation concluded that the fracture of the krh bushing was caused by user/patient related factors. The device was in-vivo for over 5 years and the patient was reported to be very active post-implantation. As stated by the IFU included with the device at the time of manufacture, it is a known adverse effect that fatigue fracture can occur as a result of strenuous activity. From the information reported, the patient has a bmi of (B)(6). As indicated by the IFU, as the loads on the prosthesis increase, the chance that a patient will suffer adverse reactions will increase and can lead to a decreased service life.